Event description:
While preparing for a cervical fusion the surgical tech and the stryker rep noticed the nippled tip of the stryker screw driver was bent. The rep attempted to straighten it and the tip broke off. A second screwdriver of the same make/model was obtained and the patient's surgical fusion progressed. Part way into the procedure, as the surgeon pulled the screwdriver away from the fixation plate it was noted that the newly obtained screwdriver was also missing its nippled tip. The surgical team, including the surgeon, searched for the tip in the patient's surgical site and also in the drapes. It was not found. A c-arm x-ray was taken in the surgical suite, and the tip was not identified. A flat plate x-ray of the spine was ordered upon return to pacu, with negative results.====================== manufacturer response for screwdriver, retaining, stryker======================rep was in room at time of both incidents. We are unsure whether he took the tip from the original screwdriver, but it was not saved in the bag with the two screwdrivers. The second tip was unable to be located.